Event description:
It was reported that pump touchscreen became frozen and did not respond, so customer was unable to interact with pump, and blood glucose reading on pump showed ¿high¿ with the exact value unknown. Customer planned to give a correction insulin injection by syringe or pen, and technical support provided instructions for a full pump reset, after which touchscreen responsiveness returned to normal, follow-up emails and calls were completed, and case was closed.